Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found something sticky on the battery contact chips. As a result the battery contact chips were cleaned. After the device was calibrated, the device passed testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was unable to start up. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.